Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The bed crossover connector was sparking.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The crossover connector was returned for evaluation. It was unable to be functionally tested due to the cable being cut into two pieces; however, the complaint was able to be confirmed through visual inspection. Per the expanded evaluation report, one of the motor connection plastic housing pins had black marks inside, suggesting previous arcing. The junction box connection also had some damage to one of the pins, which had black marks and plastic deformation. Additionally, the connector clip was broken off the junction box connection terminal. If it had broken off while the cable was in use, it would prevent the cable from being securely attached to the junction box, and any movement of the connector away from the junction box could cause arcing.

Event description:
The bed crossover connector was sparking.